Event description:
It was reported the screen goes blank after two minutes. It was further noted that the programmer had recently been repaired for the same issue. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device powers up normally, however, the display dims after a short time. This was caused by a defective display.